Event description:
The customer reported a loss of live images. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following circuit boards were replaced along with the hard drive: universal node, mini controller and the central processing unit. The system was then found to be operating as intended.